Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india and the things which the subject device had gotten hang and the printed circuit board failure had caused lighting all leds on the front panel, omsc determined there was the possibility the printed circuit board failure of the subject device might have occurred due to the deterioration by the long term-use passing more than 6 years since installation of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which caused that the subject device got the hang and all leds on the front panel were lit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device got hang at the unspecified timing. There was no patient injury associated with this report.